Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting rupture diagnosed by ultrasound, MRI and confirmed on explant surgery. The affected side is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reporting rupture diagnosed by ultrasound, MRI and confirmed on explant surgery. The affected side is unknown.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. Clarification to d.9.: returned to mfg on: the device has not been returned.

Event description:
Healthcare professional confirms, left side intracapsular rupture of mammary gland implant. Diagnosed by ultrasound and MRI. Device has been explanted.